Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that one of the prongs broke off of the tip of the inserter. The anchor and sutures were not returned with the device. The root cause of the reported issue is attributed to user error.

Event description:
It was reported that one of the small prongs holding the juggerknot at the tip broke off while malleting the instrument into the burr hole. The anchor was remounted onto another juggerknot device that was already used in the procedure and the surgery was completed as usual. X-ray conducted at the end of the procedure and no evidence of a shard present so we do not believe it is left in the patient. No adverse event or patient harm has been reported as a result of the malfunction.

Manufacturer narrative:
D4: UDI# (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one of the small prongs holding the juggernaut at the tip broke off while malleting the instrument into the burr hole. The anchor was remounted onto another juggernaut device that was already used in the procedure and the surgery was completed as usual. No adverse event or patient harm has been reported as a result of the malfunction.